Event description:
N/a.

Manufacturer narrative:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test. There was no patient involvement. The fse that encountered the issue replaced the safety disk. The fse performed a complete pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: safety disk this part was received with a reported unit failure message of failed membrane leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department verified the failure of the safety disk failing the membrane leak test, with a result of 9mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the fat dept. As per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed the membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.